Event description:
It was reported the device won't turn on, and there was no bottom display. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lcd lens was also found to be broken, and the battery contacts were compressed.